Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was causing high pacing threshold measurements. Surgical intervention was performed and the lv lead was abandoned and replaced. No additional adverse patient effects were reported.